Event description:
It was reported that the health care professional was "trying to rule out granuloma." MRI compatibility guidelines were requested. The device system was used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported that the patient experienced increased spasticity. The patient was hospitalized. A pump revision was performed on (B)(6) 2012. It was indicated "there was no event". It was end of battery life; normal battery depletion. Patient outcome was noted as no injury. The device will not be returned to the manufacturer.

Manufacturer narrative:
Product ID 8709, lot# j0056593r, serial# implanted: (B)(6) 2000, explanted: product type catheter; product ID 8596, lot# serial# (B)(4), implanted: (B)(6) 2007, explanted: product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)